Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted coronary dilatation catheters (cdc), nc trek rx instruction for use specifies: step 3, note: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. In this case, the reported violation of the IFU does not appear to have caused or contributed to the event. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Balloon was not soaked prior to use. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in a heavily calcified circumflex artery. The nc trek balloon dilatation catheter (bdc) was prepped for use, but not soaked. The bdc was advanced and the balloon burst on the first inflation at 18 atmospheres. The physician stated that the balloon possibly caught on the calcified vessel, and that in his opinion, the balloon was not at fault. The bdc was simply withdrawn from the patient anatomy without issue and the target lesion was ultimately treated with an unspecified device. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.